Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. Unit had missing end capsticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.